Event description:
It was reported by that a pt underwent a dermatologic procedure on an unk date and suture was used. During the procedure, the needle was not smooth. The physician could not identify a burr, but stated the needle was not smooth in the tissue. There were no adverse pt consequences.

Manufacturer narrative:
(B)(4) - needle drags through tissue. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.